Manufacturer narrative:
The reported failure of machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h308745013d9b review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a ventilator inoperative" alarm occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation an error code in relation to machine flow sensor drift above the specification (greater then 0.2lpm) was recorded in the device event log. In conclusion, the device's machine flow sensor was replaced to address the issue. Additionally, during the evaluation, the silver frame around the mute button was found to be missing therefore the vanity cover was replaced. The software was upgraded from 1.06.10.00 to 1.06.15.00. The technician performed a final test, battery check, valve check, running test, and cleaning were performed to confirm normal operation.